Event description:
Advocate stated her daughter received a blood glucose reading of 21mg/dl on the contour next link. She felt hypoglycemic. Details were not provided. Product was not expected to be returned and it was not replaced.